Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-21634. It was reported the pt experienced pain at the ipg and lead site which increases with stimulation. As a result, the pt discontinued using the system. X-rays indicated no anomalies. Visual inspection indicated the lead to be superficial. The pt declined troubleshooting/reprogramming/surgical intervention to move the ipg pocket site or re-tunnel the lead, and instead wants the system explanted. Subsequently, the pt's system was explanted which resolved the pain issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.